Event description:
The user facility reported a leak at the uv light hose connections. Water covered the counter and the floor, approximately 8 x 10 feet. The leak occurred during the night, and was discovered the next morning. The customer turned off the water upon discovering the leak. No injuries were reported. No procedures were delayed or cancelled.

Manufacturer narrative:
The service technician inspected the equipment, and found the rubber washer in the 90 degree factory crimp fitting at the uv assembly connection was cut through. The technician replaced the washer, and rethreaded the hose fitting onto the adapter. The unit was tested, found to be operational and returned to service. The cause of the leak was a cut rubber washer inside of the hose fitting. This damage was caused by over-tightening of the hoses on the uv assembly connection. The steris service technician who maintained the unit on (B)(4) 2012 was cautioned to not over-tighten the hoses.